Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads, minor scratched display window, and missing end cap sticker.

Event description:
It was reported that the insulin pump had several cracks in it around the top left and right of the display, around the battery cap, and near the reservoir tube lip. The blood glucose reading was 92 mg/dl. The customer did not know how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.